Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw1669 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there were rough edges with the proximal end of the micro-introducer sheath, making it impossible to perform puncture.

Event description:
It was reported that there were rough edges with the proximal end of the micro-introducer sheath, making it impossible to perform puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed and the cause appears to be manufacturing related. One 4.5 fr microez microintroducer was returned for evaluation. Blood residue was visible on the dilator and sheath. Microscopic observation of the sheath tip revealed a longitudinal split. The split edges are straight and even. Additional inward deformation was noted near the split on the sheath. The deformation appears to be consistent with damage caused by advancement against resistance. Based on the information provided, possible contributing factors include material damage and advancement against resistance. Since the sheath was observed to contain a split, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text: evaluation findings are in section h11.